Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, debris was noted in the oxygenator. No known impact or consequence to patient.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).